Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that nine months after the dental implant was placed in ada site 3 of the patient's mouth, a failure occurred. Patient presented type ii bone. Both primary stability and osseointegration had been obtained. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nine months after the dental implant was placed in ada site 3 of the patient's mouth, a failure occurred. Patient presented type ii bone. Both primary stability and osseointegration had been obtained. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.